Event description:
Fiber break reported. No patient injuries reported.

Manufacturer narrative:
Analysis of the broken fiber indicates that the fibers likely failed due to user mishandling. There was evidence of charring at the break in the fiber which indicates that the fiber was broken when laser energy was being transmitted through the fiber. It was noted that the break appeared to be at the point where the fiber exits the ureteroscope when the fiber is fully inserted into the scope. It is likely that the user bent the fiber beyond the minimum bend radius when laser energy was being transmitted through the fiber resulting in a break. The successful testing of the fiber after reprocessing and the presence of a pilot beam with successful laser energy transmission indicates that the fiber was fully capable of functioning as intended.